Manufacturer narrative:
Received one used list #140019291, primary plum set for inspection. As received, there was a crack on the secondary port beneath the clave. The crack was long and straight. Received one video showing leakage. Received ten (10) photos showing the set and packaging. The used returned set was leak tested and leakage was observed. The complaint of leakage can be confirmed. The probable cause of the crack is due to an unintentional bending force during use. The lot history was reviewed, nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products and e3 - initial reporter occupation.

Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been completed. D10 - concomitant product full description - 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber (011-cl3020).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer stated that the device leaked after a few minutes during patient use. The customer reported that primary line was primed with saline. A 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber (011-cl3020) was connected to chemo pemetrexed and primary set clave as per usual. The back prime was performed with no issue. It was the noticed that fluid (probably the back primed saline) was gushing out beneath the b port clave; the drip chamber was connected correctly. No clave abnormalities noticed. The original 011-cl3020 was reused on next 14001 set with no issues. The saline bag was attached to the spike and the chemo was attached to the chemolock end. Staff then back primed and when they started the therapy they noticed the big flood of fluid from beneath the clave. The customer stated that chemo was attached and would have made it down the b line chemo port; customer was unclear whether fluid dripped out or not but treating it as though it was. As chemo is precious therefore disconnected and reconnected to a non-leaky line. There was patient involvement and delay in therapy but no adverse event. No one was harmed as a result of the reported event.